Event description:
I have been using the dexcom g7 for the past 2 months, and have had to replace the sensor three times. This is a huge failure rate that has been confirmed not to be user error. Their customer service seems to be to try to blame the user as much as possible ("were you sleeping on that arm?", "did you calibrate in mobi vs dexcom?" "For any treatment decision we recommend using a finger stick") rather than accept that there is an issue. I am six months pregnant with type 1 diabetes and rely on the dexcom g7 + tandem mobi insulin pump to keep both me and my baby healthy. I also work for a medical device company and a 10-20% failure on something like this would be unacceptable. Please investigate. Most recently I was alerted of an urgent low below 50points, when I tested, I was actually at 117. If I had reacted to the urgent low and treated this, I may have higher blood sugar. Thankfully I checked by finger pricking, but what's the point of a sensor if I can't trust it 20% of the time?